Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minimum amount for the fill tubing step was inaccurate. Reportedly, the pump did not allow the customer do stop the fill tubing step under 15 units. Tandem technical support educated the customer that the minimum amount for the fill tubing step was 10.2 units; however, customer insisted the pump explicitly stated that fill tubing can only be stopped after 15 units. There was no known impact to the customer's blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.